Event description:
It was reported that the system would not boot up. There is no report of patient injury or death.

Manufacturer narrative:
A ge service representative performed an on site investigation. The reported issue could not be duplicated. The graphics board was replaced during the service call. The system was tested and found to be working as intended and put back into service.